Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, loss of bluetooth low energy telemetry was noted on the insertable cardiac monitor. Further interrogation attempts were unsuccessful. The device was ultimately implanted. No adverse patient consequences were reported.